Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml morphine at 1 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was implanted on monday [(B)(6) 2017] with no issues and was released home on tuesday. Then on wednesday, the rep was told by the hcp that the patient was experiencing side effects and they wanted the rep to assist the nurses with a dosing change the next day. On thursday, the rep received a call from the patient's husband stating he did not think he could get the patient to the office. The patient was then taken to the emergency room, where the rep met them and consulted with the emergency room doctor. The managing hcp had originally requested the dose be turned down to 0.25 mg/day, but the rep reviewed with the emergency room doctor that the lowest programmable simple continuous dose was 0.482 mg/day. The option of switching to minimum rate was also reviewed. It was then decided that the pump would be turned to 0.482 mg/day. The symptoms the patient was displaying was "almost like a psychotic episode"; taking her clothes off, locking herself in the bathroom, and being out of control. However there was nothing the rep observed that would indicate overdose. The patient was still not better on (B)(6) 2017 and it was noted she might be worse. The rep had tried to reach the managing hcp, but was unable to get a response. The rep then consulted with the surgeon and was instructed to have the patient go to the hospital where the surgeon was in a surgery and he would assess the patient there. It was unknown what the surgeon planned to do, whether it was setting the pump at minimum rate, dilute the concentration, or remove the system contents and fill with saline. Additional information was received from a manufacturer's representative (rep). It was stated the patient's pump was set to minimum rate on (B)(6) 2017. It was stated that over the weekend the patient had an electroencephalogram (eeg) that suggested seizure activity. The rep was unaware of the current status and symptoms. No further complications were anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the latest report that the company representative got was that whatever symptoms the patient was experiencing were resolved, and that the patient actually had a dosage increase within a day or so after it was turned to minimum flow rate. That was the last contact that the company representative had with this scenario.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.